Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was brought into the emergency department after the patient's system controller was low flow alarming and then the pump stopped while at home. The patient was unresponsive, and emergency medical services (ems) was unable to auscultate the left ventricular assist device hum. Ems performed a controller exchange and the pump restarted. The patient regained consciousness. Log files were submitted for review. The log files captured from 08may2024 at 8:35:31 through 10may2024 9:42 mostly pulsatility index(pi) events with a few low flow events. The events did not appear to be equipment related but may have been of clinical significance. After 10may2024 at 10:35, the trended data appeared to show a significant reduction in the recorded power, flow, and average pi values. There were frequent low flow alarms after this time. The recorded data indicated that motor speed was maintained during these events until the driveline was disconnected on 10may2024 at 10:54.

Manufacturer narrative:
Manufacturer's investigation conclusion: a log file was submitted for review regarding a patient who passed away. It was reported the death is not considered device related. No product will be returning for evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate ii lvas IFU rev. C (section 7), heartmate ii patient handbook rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes pump off and low flow alarms. Pump off 1. Connect to a working power source (power module or two heartmate batteries) right away. 2. If connecting to power does not resolve, press any button on the system controller to attempt pump start and call your hospital contact immediately. Low flow call your hospital contact immediately for diagnosis and instructions. In section 2 of both manuals, covers replacing the running system controller with a backup controller. Important! Ensure that the patient understands the importance of having a caregiver present during system controller exchange if at all possible, and that all labeling instructions are followed, including calling hospital contact if instructed heartmate ii lvas IFU rev. C, heartmate ii patient handbook rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.